Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose of 500 mg/dl, customer alleged for possible under delivery and insulin pump alarmed for motor encoder position error. Customer¿s current blood glucose was 350 mg/dl and customer was treated with insulin injection. Customer stated that insulin pump was able to rewind and drive support cap was normal. Customer was advised to revert to back up plan. Insulin pump will be returned for analysis and reservoir will not be returned for analysis.